Event description:
Make changes on the ventilator setting, screen went black. Ventilator restarted but would not allow to make changes. The patient was immediately removed from the ventilator and manually ventilated and the ventilator was replaced with a new unit. Manufacturer response for 840 ventilator, 840 ventilator (per site reporter). Vendor replaced gui board.